Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a patient came in with pain. The surgeon took some x-rays and observed that the nail is broken. Pseudoarthrosis proximal femur. Infection at implant range.

Event description:
It was reported that a patient came in with pain. The surgeon took some x-rays and observed that the nail is broken. Pseudoarthrosis proximal femur. Infection at implant range.

Manufacturer narrative:
Evaluation summary: evaluation revealed the nail to be the primary product. The remaining products were classified being associated products. No deviation found in material and manufacturing. Nail breakage was considered in the risk analysis. The calculated threshold was not exceeded. Investigation revealed no non-conformity; therefore no new CAPA was initiated. According to the damages and the evidences of the breakage surface the nail broke in a fatigue fracture after an implantation period of roughly 2 years due to overload. Lines of rest and missing plastic deformation indicated a fatigue fracture. Marks at the medial and lateral edges of the proximal drill hole and destruction of the thread of the locking screw identified significant load application. Reported pseudarthrosis contributed to nail breakage because the gamma nail is designed for temporary implantation until the bone consolidation occurs. Considering examination of returned items and referring to insufficient bone healing after 2 years the breakage of the nail was not caused by any deficiency in the device.